Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A pt sample was tested on the axsym phenobarbital assay yielding a result of 0.00 ug/ml. Two out of three controls were within range. The medium control was out of range high. The technician suspected that the result generated was incorrect and the sample was retested yielding a result of 20.10 ug/ml. No impact to pt management was reported.